Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 44510. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 44510. This device has not been in for service in the review period. Unable to review event history log due to alarm. Visual/functional testing was performed. The reported problem of error code 44510 was duplicated. Upon powered up of the device; alarm was sounding off constantly displaying error code 44510. The cause was the printed wire assembly (pwa) board. The pwa board was replaced. Device passed all functional tests after repairs.